Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) inspected the unit and was able to duplicate the issue. The display appeared washed out and completely white, rendering it unreadable. Troubleshooting confirmed the failure was due to a defective display. The fse disassembled the unit and replaced the 10.4" display (d160-00-0113). Following the repair, all functional and safety tests were performed and passed in accordance with factory specifications. The unit was returned to the customer for use. The failure analysis and testing dept received part number 0160000113 104 display serial number (B)(6) with a reported unit failure of the display being blank and completely white the failure analysis and testing dept conducted a visual inspection and found the display to be old and in poor condition the failure analysis and testing dept installed part number 0160000113 104 display serial number into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070000689 rev w the fat dept booted the cs300 into clinical mode and upon bootup the display stayed blank and completely white the fat dept was able to replicate the complaint experienced by the customer the display failed testing retaining the display in the fat dept per procedure number (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During routine check end user observed cs300 intra-aortic balloon pump, english, 110v intra-aortic balloon pump (iabp)¿s , blank screen, screen fades in and out and freezes, screen all washed out and white. There was no patient involved.